Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation and review of device memory noted that multiple resets had occurred. The device had not triggered elective replacement indication. The resets indicate that the internal clock (a crystal timing component) had lost time and ceased functioning on more than one occasion. The pacemaker was then subjected to thorough testing, at which time the pacemaker case was also opened. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The crystal oscillator component, which is required for essential pacing and sensing functions, was then removed from the device hybrid. Further testing revealed the presence of foreign material, which was a residue of the manufacturing process for this component. Extensive analysis has determined that these particles can lodge between the crystal tines, and/or between the ceramic package and the crystal tines, causing crystal oscillation to stop. If oscillation ceases, telemetry and pacing are no longer supported. The microscopic particles observed within the crystal timing component in this device are consistent with the failure mode 1 population described in the product advisory communication conveyed to physicians in (B)(6), 2005.

Event description:
Boston scientific received initial information three years ago, that the patient had been in an electronic store and standing near stereo equipment. She felt lightheaded and otherwise ill at the time and the following day. She inquired whether being in the store would have any effect on her device. Bsc technical services (ts) discussed if there was a strong magnetic field, it could cause the device to pace at 100ppm, or possibly inhibit if in a strong emi field. However, it would be only temporary and would not cause permanent reprogramming. Ts advised the patient to follow-up with the physician at that time. New information was received three years later when this device was returned following explant. No allegations were reported at the time of explant or return. However, initial testing revealed a performance anomaly relative to the clock time function on the device.